Event description:
It was reported that post-op to the gastric bypass procedure, the was intraluminal bleeding on bariatric patient. The were unknown patient consequences.

Manufacturer narrative:
(B)(4). Batch # unk. Attempt was made to obtain additional information, to date no response has been received and device analysis has been completed. Follow-up activity closed. What was the indication for surgery? What was the procedure? How was the post-op bleeding identified? What was the actual site of post op bleed? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? What was the color cartridge used throughout the procedure? Were there any issues with staple formation throughout the procedure? What was the endocutter product code used? What anatomical structure were the white reloads used on? Additional information was requested, and the following was obtained: "was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? No. How was the bleeding controlled? 2 units of blood given. Discovered 3 days post op. How much blood was lost (ml)? Unknown. Did the patient require a transfusion? Yes. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.). Left after transfusion ". Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 8/1/2022. Additional information was requested and the following was received: what was the indication for surgery? Weight loss. What was the procedure? Gastric bypass. How was the post-op bleeding identified? Dark stools, patient light headed. How many days postoperative was the bleeding identified? 1. What was the total estimated blood loss (ml)? 300ml. Was a transfusion required? Yes. What was the pre and postoperative anti-coagulant and pain management protocol? No pre op anti coag. Tylenol. Was the bleeding intraluminal or extraluminal? Intraluminal. What was the color cartridge used throughout the procedure? Blue and white. Were there any issues with staple formation throughout the procedure? None detected. What was the endocutter product code used? Plee60a. What anatomical structure were the white reloads used on? Small bowel. What was the actual site of post op bleed? Unsure.